Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
Patient was referred for generator replacement due to battery depletion. Patient had a replacement occur. It was later reported that during the replacement surgery, the generator was reported to have migrated more inferiorly and more laterally. A new pocket was created and a generator was sutured in the new pocket. Product return and device evaluation was not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.